Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the lower case had worn feet, that the electrocardiogram connector on the link electronic module (lem) board was loose and that the system fan was noisy. All found defective parts were replaced and additionally the lem board was calibrated. Concomitant product: product ID: 229047 software analyzer. (B)(4).